Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0erfb, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
It was reported that the patient had no stimulation sensation and therapy issues. The patient stated that the stimulator never worked for them and it helped during the first week but not since then. Reportedly, the patient had no therapeutic benefit from the therapy. The patient went to their doctor to have the device checked. The patient used their programmer to check the device and saw a poor communication screen. It was stated there was a problem with the programmer and the patient was not able to make an adjustment with the antenna attached. The patient was able to synch without the antenna. It was stated that the batteries in the programmer were burned out so they changed the batteries and were able to check their stimulator. It was confirmed that the patient's stimulation was off. The stimulation was turned on and it was confirmed that the patient felt it too strong so they decreased to 1.0 volts and would try that setting. Additional information from the health care provider stated the patient did not have a (B)(6) percent or greater symptom reduction. The patient had no response and they were unsatisfied with their therapy. The patient was reeducated on their therapy. It was stated that the cause of the event was not determined but it was device related. It was noted that the patient had not recovered and their symptoms or issues were still ongoing. Additional information reported that patient device was explanted completely due to ineffective therapy. The device would be replaced in future. It was noted that patient issue was resolve at the time of this report. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.